Event description:
The patient reported two episodes of waking in the morning with low blood glucose readings. In 2007, her morning reading was 34 mg/dl and on the following month, it was 37 mg/dl. The patient called paramedics who transported her to the local emergency room. She was given an IV which successfully increased her blood glucose levels. She stated that the emergency room doctor could see no reason for the low readings, but he did not seem to think the infusion device was responsible. Troubleshooting did not find any issues with the product. Patient was advised to switch to her back-up infusion device. The product was replaced and requested to be returned for evaluation.